Manufacturer narrative:
We were notified on august 17, 2017 that during the application of the cast, the cast got hot and caused secondary burn on the leg. Further follow up was made with this hospital as part of our investigation and it was noted that this hospital inspite of all the training had a practise of folding the cast at the calf (they should not be folded at the calf). This increased the layers of the cast around the calf resulting in more exorthermic heat being released which resulted in the burn on the leg. We believe this is what caused the burn on the leg and now the hospital has been advised not to fold at the calf, additional training is being scheduled with the hospital to reinforce correct application of the total contact cast. The patient's ulcer wound healed however a new wound was created by the burn which required additional treatment. Report is late due to sign up process.

Event description:
Cast caused secondary burn - resin got too hot caused burn on leg.